Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding vaginal") in an adult female patient who had essure (batch no. Log150725-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and polycystic ovary. Concomitant products included bupropion (wellbutrin), liraglutide (victoza), lisinopril (zestril), metformin (glucophage), methocarbamol (robaxin) and pregabalin (lyrica). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). In 2016, the patient experienced dysmenorrhoea ("painful menstrual cycle/dysmenorrhoea "), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy with modified mccall¿s culdoplasty), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion . Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("wire essure device embedded within the myometrium"), pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding vaginal") in an adult female patient who had essure (batch no: log150725-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bloating, back pain, hypercholesterolemia, overactive bladder, depression, gerd, uterine dilation and curettage and tonsillectomy. Mr spine lumbar w/wo contrast: impression: postoperative changes in the lower lumbar spine. Degenerative disc disease at 14-5 and 15-s1. Disc bulging at 15-s1. Moderate foramina 1 narrowing on the right at 15-31. No spinal stenosis. Concurrent conditions included diabetes, polycystic ovary, dysfunctional uterine bleeding, hypertension, nausea, visual discomfort, weight gain, weight loss, fever, fatigue, arthritis, weakness, numbness, tingling, adenomyosis, polycystic ovarian syndrome and vomiting. Concomitant products included bupropion hydrochloride (wellbutrin), liraglutide (victoza), lisinopril (zestril), metformin hydrochloride (glucophage), methocarbamol (robaxin) and pregabalin (lyrica). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle/dysmenorrhoea") and dyspareunia ("painful intercourse"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen (motrin) and surgery (ablation and total abdominal hysterectomy, bilateral salpingo-oophorectomy with modified mccall¿s culdoplasty). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache and vaginal discharge outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal hemorrhage, migraine, headache. Concerning the injuries reported in this case, the following one were reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 29-apr-2019: medical records received: event embedded device was added. Reporters were added. Medical history and concomitant conditions were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure (batch no. Log150725) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and polycystic ovary. Concomitant products included bupropion (wellbutrin), liraglutide (victoza), lisinopril (zestril), metformin (glucophage), methocarbamol (robaxin) and pregabalin (lyrica). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy with modified mccall¿s culdoplasty) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, migraine, headache and vaginal discharge outcome was unknown and the vaginal haemorrhage, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral tubal occlusion . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drug and events menorrhagia, fatigue, migraines, headaches, vaginal discharge were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (hysterosalpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.